Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting was unable to provide resolution. Imaging was taken and confirmed that the lead had migrated. As a result, surgical intervention is pending to revise the lead.

Event description:
Follow up revealed that the patient underwent surgical intervention to have their lead replaced with a different model. Issue has been resolved.